Manufacturer narrative:
An event history log review yielded a single "system error 345" message as evidence for the reported issue "read a system error 345". The event history log review did not yield any evidence related to the "shuts off" allegation. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity) then shuts off during patient infusion at the medical surgical area (medication, programmed amount and delivery rate unknown). There was no known patient injury or medical intervention associated with this event. No additional information is available.